Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a seizure and was hospitalized after accidentally delivering a bolus of 300 units. The customer was going to use the easy bolus feature, and may have pressed the down arrow, which would have automatically programmed 300 units. Advised the customer that the insulin pump would be replaced. Nothing further was reported.